Manufacturer narrative:
Patient information was not available at the facility. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event is in progress, but further information was unable to be obtained. If additional information is reported, a supplemental MDR will be submitted.

Event description:
An hemolysis, hematuria, anemia, renal insufficiency/failure occurred. It was reported that farawave 2.0 nav was selected for a pulmonary vein isolation. The pre-operation nurse has reported to the physician that the patient had prior kidney issues. During procedure, it was 44 pulse field ablation (pfa) lesions were given, and contrast was given for the watchman portion of the procedure. Following the procedure, the patient experienced kidney injury and was put on dialysis. The patient did exhibits clinical signs or symptoms related to hemolysis such as renal insufficiency. The treatment is ongoing. The patient has been hospitalized. Transseptal access was completed with versacross connect for faradrive and no issues were reported.